Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer states that a patient sample generated a falsely positive cmv-igg assay result of 29.3 au/ml compared to an initial negative result of 0.5 au/ml and repeat negative result of 0.9 au/ml. No adverse outcomes were reported related to this issue.